Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise which caused multiple auto mode switch episodes. The device was reprogrammed.